Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. According to the customer, dr used the emergency release procedure and the capsule fell off into the pt's stomach. The pt was not injured following the procedure.